Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator is flashing green and beeping. A device in this fault mode if left undetected could result in the failure to perform as intended if required.